Event description:
It was reported that the customer experienced an elevated blood glucose level. Specific value was not provided. Reportedly, due to the elevated blood glucose level, the customer was transported to the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.